Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a loose drive support cap. The customer stated the drive support cap came out and she had to push it back in. Customer reported the drive support cap was sticking out. The customer's blood glucose was 384mg/dl, treated with manual injection. The customer was advised the pump will be replaced and revert to back up plan.